Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was unable to be interrogated. It was concluded that this device had experienced electrical overstress damage to the internal circuitry, which resulted in a depleted battery. The no telemetry condition was the result of the depleted battery.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted as a result of a heart transplant and returned for analysis. No adverse patient effects were reported.